Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed a leak and found the waste chamber (vc115) and the vacuum trap jars were full. The fse drained the chambers and performed system monitoring. The fse found the vacuum sensor (ad341) was not sensing vacuum correctly. The fse replaced the part resolving the leak and instrument error. Identified failure modes: failure mode of the leak is related to the probe waste vacuum ad341 which was not sensing vacuum correctly. The error message alerted the operator of an instrument problem. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous results to all parameters due to carryover as the csm assembly fails to remove probe waste. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was about 100ml of diluent and occurred during shutdown of the instrument. The instrument was displaying an error condition: cbc waste chamber drain not sense empty. The leak was not contained. The customer was wearing gloves, goggles, and gown. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.